Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose level over 600 mg/dl. Customer's blood glucose level was 420 mg/dl at the time of call. Customer had symptoms such as positive results in ketones test, nausea, vomiting abdominal pain. Customer was treated with syringes. Customer declined to check air bubbles and leak. Customer stated that the infusion set tubing had air bubbles sometimes. Customer was alleging insulin pump for under delivering. The insulin pump will not be returned for analysis.